Event description:
It was reported that one day post implant, x-ray showed that the lead had less slack than at implant. The pocket was opened and the suture sleeve was found to have bad ligatures that did not properly fixate the lead. The sleeve was fixated with tight ligatures and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.